Event description:
It was reported the device was returned for an unknown issue. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and damaged remote dose connector. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, the damaged dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.